Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited varying pacing impedance and noise issue. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.